Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: if the device cut, was the cut line fully circumferential around the target tissue? What confirmation was received indicating that the device had fully fired? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Did the surgeon report any differences in the way the device fired? Were there staples seen in the operative field? If yes, what was the appearance of the staples? When was the safety removed prior to firing? How was the case completed? Has the person firing been trained on how to use ees circular devices? Who fired the device?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an anterior straight procedure, during use of suture, the device with recto-colic transversal fire, did not allow stapling (failure during anastomosis). It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.